Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited t-wave oversensing due to small intrinsic amplitudes. Episode review identified an untreated event. Automatic setup was completed, and all vectors failed from the low intrinsic amplitude measurements or suboptimal r:t wave ratio. It appeared the electrode had migrated slightly and was more to the left in comparison to the implant position. Re-screening was performed with more of a right sternal location and r-wave measurements improved. A revision procedure will be scheduled to reposition the electrode. No adverse patient effects were reported. It was reported that a revision procedure was performed, and the electrode was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this system exhibited t-wave oversensing due to small intrinsic amplitudes. Episode review identified an untreated event. Automatic setup was completed, and all vectors failed from the low intrinsic amplitude measurements or suboptimal r:t wave ratio. It appeared the electrode had migrated slightly and was more to the left in comparison to the implant position. Re-screening was performed with more of a right sternal location and r-wave measurements improved. A revision procedure will be scheduled to reposition the electrode. No adverse patient effects were reported. It was reported that a revision procedure was performed, and the associated electrode was removed from service and replaced. No additional adverse patient effects were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was subsequently electively explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.